Manufacturer narrative:
It is unknown if the needle remains inside the patient. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Manufacturer report #3005099803-2010-03121 pertains the first device. It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using an pinnacle posterior pfr kit, as the physician was pulling the mesh leg through the patient's sacrospinous ligament using the capio device, one centimeter of the lead suture (with the needle at the end) detached from the mesh leg, inside the patient. The physician performed an x-ray, but could not locate the needle. The physician completed the procedure with another pinnacle posterior pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.